Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Insulin pump was unable to perform the displacement test and verify battery out limit alarm due to motor error alarm. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient's sensor insulin pump displayed a motor error. The patient's blood glucose level was 155 mg/dl. Troubleshooting was conducted and we explained the possible causes for the alarm. Device is being returned. No further information available.